Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report: 3006705815-2021-03563. It was reported one of the patient¿s scs system leads was replaced because x-ray images showed it had migrated. The physician decided to replace it with a new one and the issue addressed. Note it was undetermined which of the leads migrated. All possible devices are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.